Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2017, 693558 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold increased and was high. The increase in threshold caused patient complaints of diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.